Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. The company representative examined the system and was unable to replicate the reported event. The company representative replaced the ultra/sound (u/s) controller printed circuit board (pcb) as a preventative measure. The system was tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. A root cause has not been determined conclusively. (B)(4).

Event description:
A surgeon is reporting there was poor ultrasound oscillation during a procedure. The surgery was completed using an alternate handpiece with no harm to the patient.